Event description:
Complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system could not cross the lesion. The 90% stenosed lesion located at the mid left circumflex (lcx). The physician attempted to implant a taxus liberte' 2.75x38mm but the stent delivery system was unable to cross the lesion. No patient injuries or complications were reported. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on rows one to three from the proximal edge of the stent were bunched and folded distally. This type of damage is consistent with the delivery system encountering some form of restriction. The tip was flared. This type of damage is consistent with guide wire movement during attempts to cross the lesion. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records have been reviewed, and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical, and or procedural factors encountered during the procedure, which contributed to the reported event.